Event description:
It was reported that the patient's blood glucose level rose to 20.2 mmol/l (364 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noticed redness around the infusion site and decided to remove the pod. Upon pod removal, the patient reported bleeding at the pod site and the pod cannula was found to be blocked with blood. The patient did not receive a pod error code.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.